Manufacturer narrative:
After inserting a battery, unit received with power supply test failed during self-test alarm, problem isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery alarm due to the power supply test failed during self-test alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.